Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The keypad buttons responded properly. The bolus button was undamaged but responded intermittently. The reported bolus button issue was duplicated in the investigation.